Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that seven (7) years post-implantation of this 29mm surgical valve, a 29mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that the patient left the operating room on ECMO support. The post-operative course was complicated by paroxysmal atrial fibrillation, hypoxia, right sided heart failure, septic shock with a gram positive leuconostoc pseudomesenteroides, and cardiogenic shock. The patient was made dnr and expired on post-operative day #16.

Manufacturer narrative:
Additional information received indicates this valve was re-operated due to severe mitral stenosis.

Event description:
Additional information received indicates device was disabled due to severe mitral stenosis. The patient was reported in stable condition following procedure. The patient presented with shortness of breath and orthopnea in acute on chronic systolic heart failure and renal failure. She was deemed too high risk for surgery.